Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the catheterization surgery, the ruhr interface of the artery ruptured. It was stated that the arterial segments of the luer fitting had a crack. There was no leak. The adapters were tightened by hand. No excessive force was used on the device. There was nothing unusual observed on the device prior to use. As a remedial action, the reported product was replaced with the same lot and ID. There was no blood transfusion required due to the event. The patient recovered and there were no further issues. There was no medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the catheterization surgery a month ago, the reported product had a breakage of the (red) arterial segment of luer interface/fitting. There was no leak. The adapters were tightened by hand. No excessive force was used on the device. There was nothing unusual observed on the device prior to use. As a remedial action, the reported product was replaced with the same lot and ID. There was no blood transfusion required due to the event. The patient recovered and there were no further issues. There was no medical intervention/treatment required as a result of the event. There was no reported patient injury.